Manufacturer narrative:
Follow-up #1: date of submission 07/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/02/2015 with the following findings: a review of the last basal delivery was on 02/28/2015 at 5:31pm. The reported complaint date of 08/06/2014 was found to be overwritten due to manual suspends observed in the suspend history on 08/06/2014. There was no activity outside of normal use observed in the black box. The returned battery and cartridge caps were used during investigation. The ¿ez-prime¿ steps were successfully performed on the pump; there were no auto-suspend or any errors, alarms or warnings that occurred during investigation. There was no damage found to the keypad cover and all buttons responded properly. The pump suspended and resumed correctly and the reported ¿suspend¿ complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (suspend) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.